Event description:
The manufacturer received information alleging a ventilator service required alarm and obstruction alarm occurred while using a trilogy evo ventilator. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was confirmed by operational checking. The obstruction alarm was not duplicated or found in the error log. The service technician found a pressure sensor mismatch error code in the device's error log. The flow sensor was replaced to resolve the issue. Additionally, the inline proximal filter was replaced due to the inside being closed. The muffler assembly and blower assembly were replaced due to dirt. The air inlet foam filter and particle filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.